Event description:
It was reported that the device refuses to work, when pressure is applied to the device. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 10-jan-2022: it was confirmed that the error occurred during an open repositioning and plating of a radius fracture surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturers evaluation revealed a running noise caused by a damaged bearing at the rotor but no other malfunctions had been observed. It was not possible to reproduce the reported event during functional testing of the complaint device. Therefore the reported event cannot be confirmed.